Event description:
The customer reported that the console displayed a dark image. The field engineer noted that the left (live) monitor would not display an image during fluoroscopy, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and tightened a video connector. The system operates as intended.